Manufacturer narrative:
The product associated with this report has not been explanted. Therefore, no analysis or testing has been done. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reports that her lapband system has a leak.